Event description:
The patient called to report that they have pain over their heart device and under the arm. The patient has moved to (B)(6) and does not have a physician there yet. Follow-up information reported that the patient had not been seen by their physician in the states since 2009. No further information was available and should any additional relevant information be received it will be added to this event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.